Event description:
The end user was driving his powerchair on a footbridge while on vacation when the powerchair stopped suddenly causing the end user to fall out of the chair sustaining multiple fractures.

Manufacturer narrative:
Device is not available for evaluation. Cannot draw any conclusion at this time.